Manufacturer narrative:
The premarket / 510(k) #s are k211223 & k231549. Device code a150205 captures the reportable code of device difficult to advance.

Event description:
It was reported that during a mid-urethral sling procedure using an advantage fit ultra system, the device was difficult to advance causing the blue sheath to slip back on trocar. The procedure was completed and there were no patient complications were reported.